Event description:
After use of the device during a laparoscopic procedure, the device appeared shorter and it was determined that approx 7cm was missing. Upon exploration of the abdomen, nothing was found. The procedure was completed. X-ray was done although the device is not radioopaque. A search was done in the operating field/room. A laparotomy was performed and the missing piece was successfully retrieved from a pt.